Event description:
A pt with bilateral intraocular lens implants is unhappy with his intermediate vision. He also complains of seeing halos at night describing them as concentric rings that radiate out from the center of streetlights. MDR# 1119421-2006-00105-od (right eye). MDR # 1119421-2006-00106-os (left eye).